Event description:
The customer reported the display has horizontal lines.

Manufacturer narrative:
(B)(4). The customer reported the display has horizontal lines. The device was evaluated at philips and the reported symptom was verified. The data on the display was unclear on the screen. The lcd display assembly was replaced to resolve the reported issue.